Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable cause of the additional failure was cause not established, as the investigation findings did not lead to a clear conclusion regarding the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the laryngofiberscope to the service center for evaluation of a separate issue. During that evaluation, an additional reportable malfunction was identified: foreign objects present on the objective lens. There was no patient involvement associated with this event.